Event description:
During release the pulsar-18 stent was compressed.

Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. During the technical investigation of the returned delivery system the outer shaft was inspected for stent imprints. The length of the imprints was measured and indicates that the stent had the correct length prior to release. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. A 100 percent stent length control is conducted during the manufacturing process. Based on the conducted investigations no manufacturing related root cause was determined. A relative movement of the stent system during release might lead to a compression (shortening) of the stent. Furthermore a compression of the stent is possible if the shaft is not kept straight outside patient during release as stated in the instruction for use.